Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had to remove and replace the battery several times because the insulin pump was not registering that there was a battery in place. The customer reported that the battery cap was damaged and that the contacts seemed worn. The insulin pump had also alarmed for a failed battery test. The customer did not recall the blood glucose reading. The customer was sent a new battery cap.